Event description:
It was reported that this pacemaker was part of a system revision due to pocket erosion, associated by pain and discomfort. There were no additional adverse patient effects reported. This pacemaker was explanted.